Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380663-28 distal set up joint to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the operating room staff contacted technical support during a procedure, indicating that arm 1 was displaying an error message whenever they attempted to move it. The caller mentioned that they had tried to resolve the issue by hitting retry, but the error reappeared each time the arm was moved. Prior to the call, they had rebooted the system, which returned to normal operation without errors. The technical support engineer reviewed the system logs and identified error code 32100 associated with arm 1.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a current voltage monitoring error on the axes controller tornado (act) board in the distal suj. This issue may be resolved by fse service of the system to replace the distal suj board.

Manufacturer narrative:
The unit was returned for failure analysis with a reported problem of "error message 32100," which was confirmed but not replicated. In lighthouse, error 32100 was found, indicating a hardware IV monitoring error on node b, which is the set up joint (suj) distal in question, thus confirming that the fault occurred in the field. Upon visual inspection, no issues were found related to the reported event. The unit was installed on a golden system in normal mode, where it functioned within specification. The unit was also tested on pftp, where it passed all relevant tests with no log errors. As a result of these findings, failure analysis concluded that the act pca was the root cause of the reported problem.

Event description:
Refer to h11 for follow-up information.